Event description:
It is reported that the device was implanted on (B) (6) 2002. Approximately 3 weeks ago, the patient stepped down and her versys hip "gave way". She said she fell and landed on her knee and shoulder. She did not seek medical attention at that time for this incident, however, she states that she has to use a walker at present for short distances, and is forced to use a wheel chair for any travels other than short distances. The patient has seen her surgeon on (B) (6) 2007 for pain associated with the versys hip. She stated, she has always had pain in this hip since it was implanted, especially when stepping and turning.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Patient information such as height, weight, and patient activity is unknown. Hip pain may be caused by a number of factors, including (but not limited to) stem stiffness, loosening of the stem or acetabular cup, infection, device fracture and/or bone fractures. Based on the available information, a definitive cause for the patient's pain cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.